Event description:
Per sales rep: when testing the quikdrive before a case, it turned on properly but would not stop running after not pressing the buttons in forward or reverse. New batteries were placed in the quikdrive. It did eventually turn off a few minutes later. A backup quikdrive was used for the case.

Manufacturer narrative:
Investigation in progress but not yet complete.